Event description:
It was reported that a pta balloon could not be deflated after the second inflation in the right common iliac artery. The balloon was able to be partially deflated by applying negative pressure with a 60cc syringe and then it was withdrawn into the introducer sheath. The balloon catheter and sheath were removed simultaneously from the pt. No report of pt injury.

Manufacturer narrative:
A mfg review could not be performed, as the lot number is unk. The device was returned and evaluated. The investigation is confirmed for retraction problems. The balloon was returned stuck inside a bunched and flared introducer sheath, and it was difficult to remove from the sheath during lab testing. The balloon was able to be deflated within the time specification. However, as the catheter was not in its original condition at the time of the event, the investigation is inconclusive for deflation issues. The root cause could not be determined based upon available info. The current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: use the recommended balloon inflation medium (30-50% contrast medium/50-70% sterile saline solution). It has been shown that a 30/70% contrast / saline ratio has yielded faster balloon inflation/ deflation times. Never use air or other gaseous medium to inflate the balloon. Equipment required: contrast medium. Sterile saline solution. Luer lock syringe/inflation device with manometer (10ml or larger). Use of the rival pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. This event involves the same pt as MDR report number: 2020394-2012-00101.